Manufacturer narrative:
H6. Patient codes: e2401 insufficient information is used as the cause of death is unknown.

Event description:
It was reported that the patient died five days after the procedure. An enroute transcarotid stent was selected for use in the right transcarotid artery revascularization (tcar) procedure. It was reported that five days after a tcar procedure, the patient was found dead at their home. Per the physician, the patient apparently also needed coronary artery bypass grafting (CABG). At this time, the patient's cause of death is unknown, and further information is not available.